Event description:
Technician alleged that the pt sat on the left hand foot end of the bed and the weld broke on that end of the base frame. Technician stated that there were no injuries.

Manufacturer narrative:
Technician replaced the base welded assembly scale to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.